Event description:
A hospital speciality coordinator reported that during pars plana vitrectomy and scleral buckle surgery, left eye, an air lock in the line caused the globe to collapse, and the footswitch wouldn't respond to being depressed. The infusion cannula touched the crystalline lens causing a localized cataract. Additional information received from the surgeon's office indicates that on the most recent postoperative visit, at 12 days post-op, the best corrected visual acuity in the surgical eye was count fingers. The surgeon's office declined to provide any further information regarding the patient's history or prognosis.

Manufacturer narrative:
The facility did not request service; however, the customer did order a new footswitch. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).